Event description:
It was reported that catheter stuck on stent occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 4.00 x 24mm synergy megatron was deployed but demonstrated inadequate expansion. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination. During the procedure, the struts and catheter got stuck together, making removal of the opticross impossible. The shaft was cut, a 25-gauge guidewire inserted, and the opticross was successfully retrieved. There was no separation, damage, or migration of the megatron stent and no internal remains left inside. There were no patient complications.